Manufacturer narrative:
The serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion had "some issues with the tubing, primary and secondary, that involve large volume infusion reliability from the secondary set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.